Event description:
This is a spontaneous case report received on 18-may-2016 from a female consumer of unspecified age via broadcast segment in united states. It refers to herself who had essure (fallopian tube occlusion insert) inserted. She reported experiencing a ton of fatigue and a ruptured ovarian cyst which she attributed to the device. She stated she lost a lot of weight and energy since she had essure implanted. Follow up 15-jul-2016: follow up information received from a consumer regarding her friend. Consumer was (B)(6) and was mother of 2 (son was (B)(6) and daughter was (B)(6)). She was implanted with essure after her daughter was born in (B)(6) 2014, she was implanted with the permanent birth known as essure the end of (B)(6) 2015. She reported that it should not be implanted in people like her (nickel allergy and existing autoimmune disease prior to placement). By that june, she started having life-threatening reactions. Since implantation, she has experienced 4 life-threatening episodes, including one stroke and extreme internal hemorrhaging that almost claimed her life. She has needed a hysterectomy and bilateral salpingectomy. She has found a surgeon who was certified to perform the surgery. Consumer mentioned she has hired a lawyer. Follow up information was received on 05-aug-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a ruptured ovarian cyst. She also experienced 4 life-threatening episodes, including one stroke and extreme internal hemorrhaging that almost claimed her life. A hysterectomy and bilateral salpingectomy were performed. This case became legal. All these events are unlisted according to essure's reference safety information and were considered serious. Ovarian cysts are a common occurrence in women of reproductive age. They can be physiologic (such as follicular or corpus luteal cysts) or pathologic (endometriomas, benign or malignant neoplasms) and may rupture. In addition, risk factors for stroke are hypertension, smoking, hypercholesterolemia, diabetes. In this case, no risk factor was provided. Considering essure has a local action into fallopian tubes (no hormones are released from the insert) and the nature of these reported events, a causal relationship with the suspect insert is considered very unlikely. Regarding the event extreme internal hemorrhaging, it was not reported the origin and the cause for this bleeding and therefore a contributory role of essure cannot be totally excluded. This case was upgraded to incident since surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforation (fallopian tube(s))'), haematosalpinx ('fallopian tube that caused a significant degree of internal hemorrage'), internal haemorrhage ('extreme internal hemorrhaging that almost claimed her life'), cerebrovascular accident ('stroke x2'), myocardial infarction ('heart attack'), addison's disease ('addison's / adrenal fatigue (addison's)'), ovarian cyst ruptured ('ruptured ovarian cyst'), tricuspid valve disease ('tricuspid'), lyme disease ('lyme disease and coinfections'), post procedural haemorrhage ('postop bleeding'), suicidal ideation ('suicidal ideations'), intracranial pressure increased ('increased intracranial pressure') and neuropathy peripheral ('neuropathy') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity in (B)(6) 2014, lyme disease (a) from (B)(6) 2013 to (B)(6) 2016, loop electrosurgical excision procedure in 2010, breast operation in 2010, dental operation in 2007, cholecystectomy in 2007, autoimmune disorder nos, postpartum state, foreign body in uterus, any part, ovarian cyst, kidney stones, chills, blurred vision, neck stiffness, lightheadedness, vertigo, hearing loss, ear pain, breast lump, breast pain female, palpitations, heartbeats irregular, cough, rectal bleeding, swallowing painful, decreased appetite, change of bowel habit, belching, incontinence, flank pain, urine odour abnormal, libido decreased, night sweats, insomnia, temperature intolerance, syncope, excess sweating, seizures, anal pain, gravida, suprapubic pain, lower abdominal pain, perineal pain and painful defaecation. Previously administered products included for an unreported indication: paroxetine from (B)(6) 2014 to (B)(6) 2017, nystatin from 2013 to 2014, azithromycin from 2013 to 2014, cefdinir from 2013 to 2014, tinidazole from (B)(6) 2013 to (B)(6) 2014, terbinafine in (B)(6) 2014, biltricide from (B)(6) 2013 to (B)(6) 2013, rifampin from (B)(6) 2013 to (B)(6) 2013, bicillin in 2013, fluconazole in 2013 and clindamycin. Concurrent conditions included congenital cardiac septal defect since 2014, mitral valve prolapse since 2014, tricuspid valve prolapse since 2014, pulmonary hypertension since 2014, body mass index normal, arrhythmia, general body pain, complex regional pain syndrome, bone pain, jaw pain, nightmares, speech disorder, foggy feeling in head, clumsiness, bruising, tremor and menopausal symptoms. Concomitant products included antibiotics from (B)(6) 2013 to (B)(6) 2016, antifungals from (B)(6) 2013 to (B)(6) 2016, antivirals from (B)(6) 2013 to (B)(6) 2016, bifidobacterium breve;bifidobacterium infantis;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;lactobacillus plantarum;streptococcus thermophilus (vsl#3) from 2014 to 2015, methylprednisolone (mepron) from 2013 to 2015, probiotics nos from (B)(6) 2013 to (B)(6) 2016, propranolol since 2014, sertraline hydrochloride (zoloft) from (B)(6) 2015 to (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2015 and sulfamethoxazole;trimethoprim (smz-tmp) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("I had horrible (labor-like) cramping within an hr of implantation"). In (B)(6) 2015, the patient experienced addison's disease (seriousness criterion medically significant) with fatigue, skin discolouration and adrenocortical insufficiency acute and hyperoestrogenism ("estrogen dominance") and was found to have progesterone decreased ("low dhea/progesterone") and dehydroepiandrosterone decreased ("low dhea"). In (B)(6) 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("depression"), anxiety ("increased anxiety") and underweight ("underweight bmi") and was found to have weight decreased ("weight loss, I had lost enough weight that my milk supply completely dried u. Weight loss continued beyond that totaling between 30-40 pounds. Underweight bmi."). In 2015, the patient experienced cerebrovascular accident (seriousness criterion life threatening), intracranial pressure increased (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypomenorrhoea ("shorter and shorter periods until cessation of menstruation"), urinary tract infection ("several few utis") with stress urinary incontinence and urge incontinence, migraine ("migraines / headaches"), raynaud's phenomenon ("increased raynaud¿s"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("deteriorated eye sight / decline in eye sight"), vitreous floaters ("increased floaters eyes"), bacterial vaginosis ("recurrent bv"), nausea ("nausea / nausea exited previously, but become overwhelming worse with essure"), vomiting ("vomiting"), chest pain ("chest pain"), headache ("head pain / headache did exist previously"), back pain ("low back pain"), arthralgia ("major joint pain (shoulders, elbow, wrist, hip,neck and knees)"), abdominal pain ("abdominal pain"), pain in extremity ("foot pain"), visual field defect ("loss of fields of vision"), neck pain ("neck pain") and musculoskeletal pain ("shoulder pain"). In 2016, the patient experienced allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions type: histamine"), allergy to chemicals ("rashes or skin conditions type: oxalate"), adenomyosis ("adenomyosis"), vulvovaginal candidiasis ("vaginal discharge related to bv and candida") with vaginal discharge and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and haematosalpinx (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion life threatening), myocardial infarction (seriousness criterion life threatening), ovarian cyst ruptured (seriousness criterion medically significant), tricuspid valve disease (seriousness criterion medically significant), lyme disease (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), asthenia ("lost a lot of energy"), fallopian tube cyst ("cysts / huge cyst on my fallopian tube"), bladder discomfort ("bladder pressure"), bladder pain ("bladder pain"), micturition urgency ("bladder urgency"), vitamin d deficiency ("vit d deficiency"), post-traumatic stress disorder ("ptsd"), postural orthostatic tachycardia syndrome ("adrenal fatigue pots"), diarrhoea ("diarrhea"), abdominal distension ("abdomen bloating") and mitral valve disease ("mitral"). The patient was treated with diet change and surgery (undergo laparoscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, haematosalpinx, internal haemorrhage, cerebrovascular accident, myocardial infarction, addison's disease, ovarian cyst ruptured, tricuspid valve disease, lyme disease, intracranial pressure increased, neuropathy peripheral, asthenia, allergy to metals, fallopian tube cyst, vaginal haemorrhage, menorrhagia, hypomenorrhoea, vitamin d deficiency, progesterone decreased, dehydroepiandrosterone decreased, urinary tract infection, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, urticaria, allergy to chemicals, migraine, adenomyosis, raynaud's phenomenon, amnesia, dysmenorrhoea, vulvovaginal candidiasis, visual impairment, vitreous floaters, weight decreased, bacterial vaginosis, underweight, nausea, vomiting, diarrhoea, chest pain, headache, back pain, arthralgia, pain in extremity, hyperoestrogenism, visual field defect, neck pain, procedural pain and mitral valve disease outcome was unknown, the post procedural haemorrhage, bladder discomfort, bladder pain, micturition urgency and dyspareunia had resolved and the suicidal ideation, depression, anxiety, alopecia, abdominal pain and abdominal distension was resolving. The reporter provided no causality assessment for bladder discomfort, bladder pain, micturition urgency and post procedural haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, addison's disease, adenomyosis, allergy to chemicals, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, bacterial vaginosis, cerebrovascular accident, chest pain, dehydroepiandrosterone decreased, depression, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube perforation, haematosalpinx, headache, hyperoestrogenism, hypomenorrhoea, internal haemorrhage, intracranial pressure increased, lyme disease, menorrhagia, migraine, mitral valve disease, musculoskeletal pain, myocardial infarction, nausea, neck pain, neuropathy peripheral, ovarian cyst ruptured, pain in extremity, pelvic pain, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, procedural pain, progesterone decreased, raynaud's phenomenon, suicidal ideation, tricuspid valve disease, underweight, urinary tract infection, urticaria, vaginal haemorrhage, visual field defect, visual impairment, vitamin d deficiency, vitreous floaters, vomiting, vulvovaginal candidiasis and weight decreased to be related to essure. The reporter commented: she reported experiencing a ton of fatigue and a ruptured ovarian cyst which she attributed to the device. On (B)(6) 2016 on social media post that as long as she peed regularly the pressure put on her cuff eased and that was causing the increased pressure. It even helped with postop bleeding keeping her bladder drained so it did not press on her cuff. On (B)(6) 2016 on social media post that anytime that her bladder would push on her vaginal cuff it caused some pain and urgency. Discrepancy noted in insertion date: (B)(6) 2016 and (B)(6) 2016 from the source document. Current weight 103 lbs. Reason: took maternity leave to present. Diagnosed with end-stage autoimmune disease by (B)(6) 2013. Discrepancy: the essure device appeared to be in place. No perforation, migration (mr) and perforation of fallopian tube (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Ultrasound scan - on (B)(6) 2016: eml of 9mm. Right and left ovaries appear normal. Concerning the injuries reported in this case, the following ones were reported via social media: heart attack, mitral valve disease, tricuspid valve disease, lyme disease. Concerning the injuries reported in this case the following events were confirmed in patient medical records: nausea, fatigue, depression, anxiety, suicidal ideation, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, adenomyosis, raynaud's phenomenon, amnesia, weight decreased, vomiting, diarrhea, migraine, pain in extremity, back pain, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: new events - "lyme disease and coinfections", "mitral and tricuspid" were added. Reporter's information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), internal haemorrhage ('extreme internal hemorrhaging that almost claimed her life'), cerebrovascular accident ('one stroke/stroke'), ovarian cyst ruptured ('ruptured ovarian cyst'), myocardial infarction ('heart attack'), genital haemorrhage ('abnormal bleeding') and post procedural haemorrhage ('postop bleeding') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity in (B)(6)2014 , parity 2, multiparous, autoimmune disorder nos, nickel sensitivity, postpartum state and autoimmune disorder. On (B)(6)2015 , the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion life threatening), cerebrovascular accident (seriousness criterion life threatening), ovarian cyst ruptured (seriousness criterion medically significant), myocardial infarction (seriousness criterion life threatening ), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), fatigue ("a ton of fatigue"), asthenia ("lost a lot of energy"), allergy to metals ("nickel allergy"), cyst ("cysts"), bladder discomfort ("bladder pressure"), bladder pain ("bladder pain") and micturition urgency ("bladder urgency") and was found to have weight decreased ("lost a lot of weight"). The patient was treated with surgery (undergo laproscopically assisted vaginal hysterectomy). Essure was removed on (B)(6)2016 . At the time of the report, the pelvic pain, internal haemorrhage, cerebrovascular accident, ovarian cyst ruptured, myocardial infarction, genital haemorrhage, fatigue, weight decreased, asthenia, allergy to metals and cyst outcome was unknown and the post procedural haemorrhage, bladder discomfort, bladder pain and micturition urgency had resolved. The reporter provided no causality assessment for bladder discomfort, bladder pain, micturition urgency and post procedural haemorrhage with essure. The reporter considered allergy to metals, asthenia, cerebrovascular accident, cyst, fatigue, genital haemorrhage, internal haemorrhage, myocardial infarction, ovarian cyst ruptured, pelvic pain and weight decreased to be related to essure. The reporter commented: she reported experiencing a ton of fatigue and a ruptured ovarian cyst which she attributed to the device. On 27-may on social media post that as long as she peed regularly the pressure put on her cuff eased and that was causing the increased pressure. It even helped with postop bleeding keeping her bladder drained so it did not press on her cuff. On (B)(6)on social media post that anytime that her bladder would push on her vaginal cuff it caused some pain and urgency. Concerning the injuries reported in this case, the following one/ones were reported via social media: heart attack quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2019 : social medial received. Reporter's information was added. Event added heart attack. Surgery was updated. Historical condition was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pelvic pain'), fallopian tube perforation ('perforation (fallopian tube(s))'), haematosalpinx ('fallopian tube that caused a significant degree of internal hemorrage'), internal haemorrhage ('extreme internal hemorrhaging that almost claimed her life'), cerebrovascular accident ('stroke x2'), myocardial infarction ('heart attack'), addison's disease ('addison's / adrenal fatigue (addison's)'), ovarian cyst ruptured ('ruptured ovarian cyst'), tricuspid valve disease ('tricuspid'), lyme disease ('lyme disease and coinfections'), post procedural haemorrhage ('postop bleeding'), suicidal ideation ('suicidal ideations'), intracranial pressure increased ('increased intracranial pressure') and neuropathy peripheral ('neuropathy') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity in (B)(6) 2014, lyme disease (a) from (B)(6) 2013 to (B)(6) 2016, loop electrosurgical excision procedure in 2010, breast operation in 2010, dental operation in 2007, cholecystectomy in 2007, autoimmune disorder nos, postpartum state, foreign body in uterus, any part, ovarian cyst, kidney stones, chills, blurred vision, neck stiffness, lightheadedness, vertigo, hearing loss, ear pain, breast lump, breast pain female, palpitations, heartbeats irregular, cough, rectal bleeding, swallowing painful, decreased appetite, change of bowel habit, belching, incontinence, flank pain, urine odour abnormal, libido decreased, night sweats, insomnia, temperature intolerance, syncope, excess sweating, seizures, anal pain, gravida, suprapubic pain, lower abdominal pain, perineal pain and painful defaecation. Previously administered products included for an unreported indication: paroxetine from (B)(6) 2014 to (B)(6) 2017, nystatin from 2013 to 2014, azithromycin from 2013 to 2014, cefdinir from 2013 to 2014, tinidazole from (B)(6) 2013 to (B)(6) 2014, terbinafine in (B)(6) 2014, biltricide from (B)(6) 2013, rifampin from (B)(6) 2013, bicillin in 2013, fluconazole in 2013 and clindamycin. Concurrent conditions included congenital cardiac septal defect since 2014, mitral valve prolapse since 2014, tricuspid valve prolapse since 2014, pulmonary hypertension since 2014, body mass index normal, arrhythmia, general body pain, complex regional pain syndrome, bone pain, jaw pain, nightmares, speech disorder, foggy feeling in head, clumsiness, bruising, tremor and menopausal symptoms. Concomitant products included antibiotics from (B)(6) 2013 to (B)(6) 2016, antifungals from (B)(6) 2013 to (B)(6) 2016, antivirals from (B)(6) 2013 to (B)(6) 2016, bifidobacterium breve;bifidobacterium infantis;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;lactobacillus plantarum;streptococcus thermophilus (vsl#3) from 2014 to 2015, methylprednisolone (mepron) from 2013 to 2015, probiotics nos from (B)(6) 2013 to (B)(6) 2016, propranolol since 2014, sertraline hydrochloride (zoloft) from (B)(6) 2015 to (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2015 and sulfamethoxazole;trimethoprim (smz-tmp) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("I had horrible (labor-like) cramping within an hr of implantation"). In (B)(6) 2015, the patient experienced addison's disease (seriousness criterion medically significant) with fatigue, skin discolouration and adrenocortical insufficiency acute and hyperoestrogenism ("estrogen dominance") and was found to have progesterone decreased ("low dhea/progesterone") and dehydroepiandrosterone decreased ("low dhea"). In (B)(6) 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("depression"), anxiety ("increased anxiety") and underweight ("underweight bmi") and was found to have weight decreased ("weight loss, I had lost enough weight that my milk supply completely dried u. Weight loss continued beyond that totaling between 30-40 pounds. Underweight bmi."). In 2015, the patient experienced cerebrovascular accident (seriousness criterion life threatening), intracranial pressure increased (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)\ (menorrhagia)heavy menstrual bleeding"), hypomenorrhoea ("shorter and shorter periods until cessation of menstruation"), urinary tract infection ("several few utis") with stress urinary incontinence and urge incontinence, migraine ("migraines / headaches"), raynaud's phenomenon ("increased raynaud¿s"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("deteriorated eye sight / decline in eye sight"), vitreous floaters ("increased floaters eyes"), bacterial vaginosis ("recurrent bv"), nausea ("nausea / nausea exited previously, but become overwhelming worse with essure"), vomiting ("vomiting"), chest pain ("chest pain"), headache ("head pain / headache did exist previously"), back pain ("low back pain"), arthralgia ("major joint pain (shoulders, elbow, wrist, hip,neck and knees)"), abdominal pain ("abdominal pain"), pain in extremity ("foot pain"), visual field defect ("loss of fields of vision"), neck pain ("neck pain") and musculoskeletal pain ("shoulder pain"). In 2016, the patient experienced allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions type: histamine"), allergy to chemicals ("rashes or skin conditions type: oxalate"), adenomyosis ("adenomyosis"), vulvovaginal candidiasis ("vaginal discharge related to bv and candida") with vaginal discharge and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and haematosalpinx (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion life threatening), myocardial infarction (seriousness criterion life threatening), ovarian cyst ruptured (seriousness criterion medically significant), tricuspid valve disease (seriousness criterion medically significant), lyme disease (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), asthenia ("lost a lot of energy"), fallopian tube cyst ("cysts / huge cyst on my fallopian tube"), bladder discomfort ("bladder pressure"), bladder pain ("bladder pain"), micturition urgency ("bladder urgency"), vitamin d deficiency ("vit d deficiency"), post-traumatic stress disorder ("ptsd"), postural orthostatic tachycardia syndrome ("adrenal fatigue pots"), diarrhoea ("diarrhea"), abdominal distension ("abdomen bloating") and mitral valve disease ("mitral") and was found to have weight increased ("weight gain"). The patient was treated with diet change and surgery (undergo laproscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, post procedural haemorrhage, bladder discomfort, micturition urgency, dysmenorrhoea, dyspareunia and abdominal pain had resolved, the fallopian tube perforation, haematosalpinx, internal haemorrhage, cerebrovascular accident, myocardial infarction, addison's disease, ovarian cyst ruptured, tricuspid valve disease, lyme disease, intracranial pressure increased, neuropathy peripheral, asthenia, allergy to metals, fallopian tube cyst, bladder pain, vaginal haemorrhage, menorrhagia, hypomenorrhoea, vitamin d deficiency, progesterone decreased, dehydroepiandrosterone decreased, urinary tract infection, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, urticaria, allergy to chemicals, migraine, adenomyosis, raynaud's phenomenon, amnesia, vulvovaginal candidiasis, visual impairment, vitreous floaters, weight decreased, bacterial vaginosis, underweight, nausea, vomiting, diarrhoea, chest pain, headache, back pain, arthralgia, pain in extremity, hyperoestrogenism, visual field defect, neck pain, procedural pain, mitral valve disease and weight increased outcome was unknown and the suicidal ideation, depression, anxiety, alopecia and abdominal distension was resolving. The reporter provided no causality assessment for bladder discomfort, bladder pain, micturition urgency and post procedural haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, addison's disease, adenomyosis, allergy to chemicals, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, bacterial vaginosis, cerebrovascular accident, chest pain, dehydroepiandrosterone decreased, depression, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube perforation, haematosalpinx, headache, hyperoestrogenism, hypomenorrhoea, internal haemorrhage, intracranial pressure increased, lyme disease, menorrhagia, migraine, mitral valve disease, musculoskeletal pain, myocardial infarction, nausea, neck pain, neuropathy peripheral, ovarian cyst ruptured, pain in extremity, pelvic pain, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, procedural pain, progesterone decreased, raynaud's phenomenon, suicidal ideation, tricuspid valve disease, underweight, urinary tract infection, urticaria, vaginal haemorrhage, visual field defect, visual impairment, vitamin d deficiency, vitreous floaters, vomiting, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: she reported experiencing a ton of fatigue and a ruptured ovarian cyst which she attributed to the device. On 27-may on social media post that as long as she peed regularly the pressure put on her cuff eased and that was causing the increased pressure. It even helped with postop bleeding keeping her bladder drained so it did not press on her cuff. On 01-jun on social media post that anytime that her bladder would push on her vaginal cuff it caused some pain and urgency. Discrepancy noted in insertion date: (B)(6) 2016 from the source document. Current weight 103 lbs. Reason: took maternity leave to present. Diagnosed with end-stage autoimmune disease by (B)(6) 2013. Discrepancy: the essure device appeared to be in place. No perforation, migration (mr) and perforation of fallopian tube (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Ultrasound scan - on (B)(6) 2016: eml of 9mm. Right and left ovaries appear normal. Concerning the injuries reported in this case, the following ones were reported via social media: heart attack, mitral valve disease, tricuspid valve disease, lyme disease. Concerning the injuries reported in this case the following events were confirmed in patient medical records: nausea, fatigue, depression, anxiety, suicidal ideation, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, adenomyosis, raynaud's phenomenon, amnesia, weight decreased, vomiting, diarrhea, migraine, pain in extremity, back pain, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received; new events-weight gain was added. Outcomes were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), internal haemorrhage ('extreme internal hemorrhaging that almost claimed her life'), fallopian tube perforation ('perforation (fallopian tube(s))'), haematosalpinx ('fallopian tube that caused a significant degree of internal hemorrage'), addison's disease ('rashes or skin conditions type: addison's / adrenal fatigue (addison's)'), cerebrovascular accident ('one stroke / stroke / neurological conditions or problems type: stroke x2'), ovarian cyst ruptured ('ruptured ovarian cyst'), myocardial infarction ('heart attack'), post procedural haemorrhage ('postop bleeding'), suicidal ideation ('psychological or psychiatric problems condition: suicidal ideations'), intracranial pressure increased ('increased intracranial pressure') and neuropathy peripheral ('neurological conditions or problems type: neuropathy') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity in (B)(6) 2014, lyme disease (a) from may 2013 to march 2016, loop electrosurgical excision procedure in 2010, breast operation in 2010, dental operation in 2007, cholecystectomy in 2007, autoimmune disorder nos, postpartum state, foreign body in uterus, any part, ovarian cyst, kidney stones, chills, blurred vision, neck stiffness, lightheadedness, vertigo, hearing loss, ear pain, breast lump, breast pain, palpitations, heartbeats irregular, cough, rectal bleeding, swallowing painful, decreased appetite, change of bowel habit, belching, incontinence, flank pain, urine odour abnormal, libido decreased, night sweats, insomnia, temperature intolerance, syncope, excess sweating, seizures, anal pain, pregnancy, suprapubic pain, lower abdominal pain, perineal pain and painful defaecation. Previously administered products included for an unreported indication: paroxetine from (B)(6) 2017, nystatin from 2013 to 2014, azithromycin from 2013 to 2014, cefdinir from 2013 to 2014, tinidazole from january 2013 to january 2014, terbinafine in (B)(6) 2014, biltricide from (B)(6) 2013, rifampin from (B)(6) 2013, bicillin in 2013, fluconazole in 2013 and clindamycin. Concurrent conditions included congenital cardiac septal defect since 2014, mitral valve prolapse since 2014, tricuspid valve prolapse since 2014, pulmonary hypertension since 2014, body mass index normal, arrhythmia, general body pain, complex regional pain syndrome, bone pain, jaw pain, nightmares, speech disorder, foggy feeling in head, clumsiness, bruising, tremor and menopausal symptoms. Concomitant products included antibiotics from may 2013 to march 2016, antifungals from may 2013 to march 2016, antivirals from may 2013 to march 2016, methylprednisolone (mepron) from 2013 to 2015, probiotics nos (vsl 3) from 2014 to 2015, probiotics nos from (B)(6) 2016, propranolol since 2014, sertraline hydrochloride (zoloft) from (B)(6) 2016, sertraline from (B)(6) 2015 and sulfamethoxazole;trimethoprim (smz-tmp) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("I had horrible (labor-like) cramping within an hr of implantation"). In (B)(6) 2015, the patient experienced addison's disease (seriousness criterion medically significant) with fatigue, skin discolouration and adrenocortical insufficiency acute and hyperoestrogenism ("estrogen dominance") and was found to have progesterone decreased ("low dhea/progesterone") and dehydroepiandrosterone decreased ("low dhea"). In (B)(6) 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: increased anxiety,") and underweight ("underweight bmi") and was found to have weight decreased ("lost a lot of weight//weight gain / loss specify which one: weight loss, I had lost enough weight that my milk supply completely dried u. Weight loss continued beyond that totaling between 30-40 pounds. Underweight bmi."). In 2015, the patient experienced cerebrovascular accident (seriousness criterion life threatening), intracranial pressure increased (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypomenorrhoea ("shorter and shorter periods untill cessation of mensturation"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several few utis") with stress urinary incontinence and urge incontinence, migraine ("migraines / headaches"), raynaud's phenomenon ("neurological conditions or problems type: increased raynaud¿s"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems type: deteriorated eye sight / decline in eye sight"), vitreous floaters ("increased floaters eyes"), bacterial vaginosis ("vaginal discharge related to bv / infection (bladder/ urinary tract/vaginal) type: recurrent bv"), nausea ("gastrointestinal or digestive system condition type: nausea / nausea exited previously, but become overwhelming worse with essure"), vomiting ("gastrointestinal or digestive system condition type: vomiting"), chest pain ("chest pain"), headache ("head pain / headache did exist previously"), back pain ("low back pain"), arthralgia ("major joint pain (shoulders, elbow, wrist, hip,neck and knees)"), abdominal pain ("abdominal pain"), pain in extremity ("foot pain"), visual field defect ("vision/eye problems type: loss of fields of vision"), neck pain ("neck pain") and musculoskeletal pain ("shoulder pain"). In 2016, the patient experienced allergy to metals ("nickel allergy / rashes or skin conditions type: nickel"), urticaria ("rashes or skin conditions type: histamine"), allergy to chemicals ("rashes or skin conditions type: oxalate"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), vulvovaginal candidiasis ("vaginal discharge related to bv and candida") with vaginal discharge and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and haematosalpinx (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion life threatening), ovarian cyst ruptured (seriousness criterion medically significant), myocardial infarction (seriousness criterion life threatening), post procedural haemorrhage (seriousness criterion medically significant), asthenia ("lost a lot of energy"), fallopian tube cyst ("cysts / huge cyst on my fallopian tube"), bladder discomfort ("bladder pressure"), bladder pain ("bladder pain"), micturition urgency ("bladder urgency"), vitamin d deficiency ("vit d deficiency"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), postural orthostatic tachycardia syndrome ("autoimmune disorder type of disorder: adrenal fatigue pots"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and abdominal distension ("abdomen bloating"). The patient was treated with diet change and surgery (undergo laproscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, internal haemorrhage, fallopian tube perforation, haematosalpinx, addison's disease, cerebrovascular accident, ovarian cyst ruptured, myocardial infarction, intracranial pressure increased, neuropathy peripheral, asthenia, allergy to metals, fallopian tube cyst, vaginal haemorrhage, menorrhagia, hypomenorrhoea, vitamin d deficiency, progesterone decreased, dehydroepiandrosterone decreased, urinary tract infection, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, urticaria, allergy to chemicals, migraine, adenomyosis, raynaud's phenomenon, amnesia, dysmenorrhoea, vulvovaginal candidiasis, visual impairment, vitreous floaters, weight decreased, bacterial vaginosis, underweight, nausea, vomiting, diarrhoea, chest pain, headache, back pain, arthralgia, pain in extremity, hyperoestrogenism, visual field defect, neck pain and procedural pain outcome was unknown, the post procedural haemorrhage, bladder discomfort, bladder pain, micturition urgency and dyspareunia had resolved and the suicidal ideation, depression, anxiety, alopecia, abdominal pain and abdominal distension was resolving. The reporter provided no causality assessment for bladder discomfort, bladder pain, micturition urgency and post procedural haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, addison's disease, adenomyosis, allergy to chemicals, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, bacterial vaginosis, cerebrovascular accident, chest pain, dehydroepiandrosterone decreased, depression, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube perforation, haematosalpinx, headache, hyperoestrogenism, hypomenorrhoea, internal haemorrhage, intracranial pressure increased, menorrhagia, migraine, musculoskeletal pain, myocardial infarction, nausea, neck pain, neuropathy peripheral, ovarian cyst ruptured, pain in extremity, pelvic pain, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, procedural pain, progesterone decreased, raynaud's phenomenon, suicidal ideation, underweight, urinary tract infection, urticaria, vaginal haemorrhage, visual field defect, visual impairment, vitamin d deficiency, vitreous floaters, vomiting, vulvovaginal candidiasis and weight decreased to be related to essure. The reporter commented: she reported experiencing a ton of fatigue and a ruptured ovarian cyst which she attributed to the device. On (B)(6) on social media post that as long as she peed regularly the pressure put on her cuff eased and that was causing the increased pressure. It even helped with postop bleeding keeping her bladder drained so it did not press on her cuff. On (B)(6) on social media post that anytime that her bladder would push on her vaginal cuff it caused some pain and urgency. Discrepancy noted in insertion date: (B)(6) 2016 from the source document. Current weight 103 lbs. Reason: took maternity leave to present. Diagnosed with end-stage autoimmune disease by (B)(6) 2013. Discrepancy: the essure device appeared to be in place. No perforation, migration (mr) and perforation of fallopian tube (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Ultrasound scan - on (B)(6) 2016: eml of 9mm. Right and left ovaries appear normal. Concerning the injuries reported in this case, the following ones were reported via social media: heart attack concerning the injuries reported in this case the following events were confirmed in patient medical records: nausea, fatigue, depression, anxiety, suicidal ideation, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, adenomyosis, raynaud's phenomenon, amnesia, weight decreased, vomiting, diarrhea, migraine, pain in extremity, back pain, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received: new events: vit d deficiency, low dhea, low progesterone, abnormal bleeding (vaginal, menorrhagia) (clubbed with previous "abnormal bleeding"), recurrent bv, several few utis, increased anxiety, depression, ptsd, suicidal ideations, pots, rashes or skin conditions type: histamine, oxalate, nickel, bronzing, skin related to addison's, migraines / headaches, adenomyosis, nausea, neuropathy, increased raynaud¿s, memory loss, increased intracranial pressure, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge: candida, perforation (fallopian tube(s)), deteriorated eye sight, loss of fields of vision related to stroke, nausea, vomiting, diarrhea, hair loss, she did not undergo essure confirmation, estrogen dominance, pain related events were added. Test were added. Concomitant drug, medical history added and lab data were added. New reporter added. Patient demographic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pelvic pain'), fallopian tube perforation ('perforation (fallopian tube(s))'), haematosalpinx ('fallopian tube that caused a significant degree of internal hemorrhage'), internal haemorrhage ('extreme internal hemorrhaging that almost claimed her life'), cerebrovascular accident ('stroke x2'), myocardial infarction ('heart attack'), addison's disease ('addison's / adrenal fatigue (addison's)'), ovarian cyst ruptured ('ruptured ovarian cyst'), tricuspid valve disease ('tricuspid'), lyme disease ('lyme disease and coinfections'), suicidal ideation ('suicidal ideations'), intracranial pressure increased ('increased intracranial pressure') and neuropathy peripheral ('neuropathy') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity in (B)(6) 2014, lyme disease (a) from (B)(6) 2013 to (B)(6) 2016, loop electrosurgical excision procedure in 2010, breast operation in 2010, dental operation in 2007, cholecystectomy in 2007, autoimmune disorder nos, postpartum state, foreign body in uterus, any part, ovarian cyst, kidney stones, chills, blurred vision, neck stiffness, lightheadedness, vertigo, hearing loss, ear pain, breast lump, breast pain female, palpitations, heartbeats irregular, cough, rectal bleeding, swallowing painful, decreased appetite, change of bowel habit, belching, incontinence, flank pain, urine odour abnormal, libido decreased, night sweats, insomnia, temperature intolerance, syncope, excess sweating, seizures, anal pain, gravida, suprapubic pain, lower abdominal pain, perineal pain and painful defaecation. Previously administered products included for an unreported indication: paroxetine from (B)(6) 2014 to (B)(6) 2017, nystatin from 2013 to 2014, azithromycin from 2013 to 2014, cefdinir from 2013 to 2014, tinidazole from (B)(6) 2013 to (B)(6) 2014, terbinafine in (B)(6) 2014, biltricide from (B)(6) 2013 to (B)(6) 2013, rifampin from (B)(6) 2013 to august 2013, bicillin in 2013, fluconazole in 2013 and clindamycin. Concurrent conditions included congenital cardiac septal defect since 2014, mitral valve prolapse since 2014, tricuspid valve prolapse since 2014, pulmonary hypertension since 2014, body mass index normal, arrhythmia, general body pain, complex regional pain syndrome, bone pain, jaw pain, nightmares, speech disorder, foggy feeling in head, clumsiness, bruising, tremor and menopausal symptoms. Concomitant products included antibiotics from (B)(6) 2013 to (B)(6) 2016, antifungals from (B)(6) 2013 to (B)(6) 2016, antivirals from (B)(6) 2013 to (B)(6) 2016, bifidobacterium breve;bifidobacterium infantis;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;lactobacillus plantarum;streptococcus thermophilus (vsl#3) from 2014 to 2015, methylprednisolone (mepron) from 2013 to 2015, probiotics nos from may 2013 to march 2016, propranolol since 2014, sertraline hydrochloride (zoloft) from october 2015 to july 2016, sertraline from (B)(6) 2014 to (B)(6) 2015 and sulfamethoxazole;trimethoprim (smz-tmp) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("I had horrible (labor-like) cramping within an hr of implantation"). In february 2015, the patient experienced addison's disease (seriousness criterion medically significant) with fatigue, skin discolouration and adrenocortical insufficiency acute and hyperoestrogenism ("estrogen dominance") and was found to have progesterone decreased ("low dhea/progesterone") and dehydroepiandrosterone decreased ("low dhea"). In march 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("depression"), anxiety ("increased anxiety") and underweight ("underweight bmi") and was found to have weight decreased ("weight loss, I had lost enough weight that my milk supply completely dried u. Weight loss continued beyond that totaling between 30-40 pounds. Underweight bmi."). In 2015, the patient experienced cerebrovascular accident (seriousness criterion life threatening), intracranial pressure increased (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)\ (menorrhagia)heavy menstrual bleeding"), hypomenorrhoea ("shorter and shorter periods untill cessation of mensturation"), urinary tract infection ("several few utis") with stress urinary incontinence and urge incontinence, migraine ("migraines / headaches"), raynaud's phenomenon ("increased raynaud¿s"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("deteriorated eye sight / decline in eye sight"), vitreous floaters ("increased floaters eyes"), bacterial vaginosis ("recurrent bv / bacterial infection"), nausea ("nausea / nausea exited previously, but become overwhelming worse with essure"), vomiting ("vomiting"), chest pain ("chest pain"), headache ("head pain / headache did exist previously"), back pain ("low back pain"), arthralgia ("major joint pain (shoulders, elbow, wrist, hip,neck and knees)"), abdominal pain ("abdominal pain"), pain in extremity ("foot pain"), visual field defect ("loss of fields of vision"), neck pain ("neck pain") and musculoskeletal pain ("shoulder pain"). In 2016, the patient experienced allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions type: histamine, hives"), allergy to chemicals ("rashes or skin conditions type: oxalate"), adenomyosis ("adenomyosis"), vulvovaginal candidiasis ("vaginal discharge related to bv and candida") with vaginal discharge and alopecia ("hair loss"). In june 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and haematosalpinx (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion life threatening), myocardial infarction (seriousness criterion life threatening), ovarian cyst ruptured (seriousness criterion medically significant), tricuspid valve disease (seriousness criterion medically significant), lyme disease (seriousness criterion medically significant), post procedural haemorrhage ("postop bleeding"), loss of energy ("lost a lot of energy"), fallopian tube cyst ("cysts / huge cyst on my fallopian tube"), bladder discomfort ("bladder pressure"), bladder pain ("bladder pain"), micturition urgency ("bladder urgency"), vitamin d deficiency ("vit d deficiency"), post-traumatic stress disorder ("ptsd"), postural orthostatic tachycardia syndrome ("adrenal fatigue pots"), diarrhoea ("diarrhea"), abdominal distension ("abdomen bloating"), mitral valve disease ("mitral"), pyrexia ("fever"), weakness generalised ("body ache and weakness"), cough ("coughing"), pulmonary hypertension ("pulmonary hypertension"), autoimmune disorder ("essure triggers autoimmune disease"), feeling abnormal ("brain fog"), cardiac septal defect ("her end stage autoimmune disease struggling with a hole in her heart"), breast mass ("painful breast lumps"), dementia alzheimer's type ("alzheimer disease"), nephrolithiasis ("kidney stone"), hepatomegaly ("enlarged liver"), hiatus hernia ("hiatal hernia"), splenomegaly ("spleen enlargement"), eczema ("eczema"), pruritus ("itchy skin"), pain ("body ache and weakness") and breast pain ("painful breast lumps") and was found to have weight increased ("weight gain"). The patient was treated with diet change and surgery (undergo laproscopically assisted vaginal hysterectomy). Essure was removed on 8-aug-2016. At the time of the report, the pelvic pain, post procedural haemorrhage, bladder discomfort, micturition urgency, dysmenorrhoea, dyspareunia and abdominal pain had resolved, the fallopian tube perforation, haematosalpinx, internal haemorrhage, cerebrovascular accident, myocardial infarction, addison's disease, ovarian cyst ruptured, tricuspid valve disease, lyme disease, intracranial pressure increased, neuropathy peripheral, loss of energy, allergy to metals, fallopian tube cyst, bladder pain, vaginal haemorrhage, menorrhagia, hypomenorrhoea, vitamin d deficiency, progesterone decreased, dehydroepiandrosterone decreased, urinary tract infection, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, urticaria, allergy to chemicals, migraine, adenomyosis, raynaud's phenomenon, amnesia, vulvovaginal candidiasis, visual impairment, vitreous floaters, weight decreased, bacterial vaginosis, underweight, nausea, vomiting, diarrhoea, chest pain, headache, back pain, arthralgia, pain in extremity, hyperoestrogenism, visual field defect, neck pain, procedural pain, mitral valve disease, weight increased, pyrexia, weakness generalised, cough, pulmonary hypertension, autoimmune disorder, feeling abnormal, cardiac septal defect, breast mass, dementia alzheimer's type, nephrolithiasis, hepatomegaly, hiatus hernia, splenomegaly, eczema, pruritus, pain and breast pain outcome was unknown and the suicidal ideation, depression, anxiety, alopecia and abdominal distension was resolving. The reporter provided no causality assessment for bladder discomfort, bladder pain, micturition urgency and post procedural haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, addison's disease, adenomyosis, allergy to chemicals, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, breast mass, breast pain, cardiac septal defect, cerebrovascular accident, chest pain, cough, dehydroepiandrosterone decreased, dementia alzheimer's type, depression, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fallopian tube cyst, fallopian tube perforation, feeling abnormal, haematosalpinx, headache, hepatomegaly, hiatus hernia, hyperoestrogenism, hypomenorrhoea, internal haemorrhage, intracranial pressure increased, loss of energy, lyme disease, menorrhagia, migraine, mitral valve disease, musculoskeletal pain, myocardial infarction, nausea, neck pain, nephrolithiasis, neuropathy peripheral, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, procedural pain, progesterone decreased, pruritus, pulmonary hypertension, pyrexia, raynaud's phenomenon, splenomegaly, suicidal ideation, tricuspid valve disease, underweight, urinary tract infection, urticaria, vaginal haemorrhage, visual field defect, visual impairment, vitamin d deficiency, vitreous floaters, vomiting, vulvovaginal candidiasis, weight decreased, weight increased and weakness generalised to be related to essure. The reporter commented: she reported experiencing a ton of fatigue and a ruptured ovarian cyst which she attributed to the device. On 27-may on social media post that as long as she peed regularly the pressure put on her cuff eased and that was causing the increased pressure. It even helped with postop bleeding keeping her bladder drained so it did not press on her cuff. On 01-jun on social media post that anytime that her bladder would push on her vaginal cuff it caused some pain and urgency. Discrepancy noted in insertion date: (B)(6) 2016 and (B)(6) 2016 from the source document. Current weight 103 lbs. Reason: took maternity leave to present. Diagnosed with end-stage autoimmune disease by (B)(6) 2013. Discrepancy: the essure device appeared to be in place. No perforation, migration (mr) and perforation of fallopian tube (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Ultrasound scan - on (B)(6) 2016: eml of 9mm. Right and left ovaries appear normal. Concerning the injuries reported in this case, the following ones were reported via social media: heart attack, mitral valve disease, tricuspid valve disease, lyme disease. Concerning the injuries reported in this case the following events were confirmed in patient medical records: nausea, fatigue, depression, anxiety, suicidal ideation, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, adenomyosis, raynaud's phenomenon, amnesia, weight decreased, vomiting, diarrhea, migraine, pain in extremity, back pain, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received events "fever, body ache and weakness, pulmonary hypertension , essure triggers autoimmune disease, brain fog, her end stage autoimmune disease struggling with a hole in her heart, painful breast lumps, alzheimer disease , enlarged liver, kidney stone, hiatal hernia ,spleen enlargement, eczema, itchy skin" were added. On 12-feb-2020: social media received no new significant information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pelvic pain'), fallopian tube perforation ('perforation (fallopian tube(s))'), haematosalpinx ('fallopian tube that caused a significant degree of internal hemorrage'), internal haemorrhage ('extreme internal hemorrhaging that almost claimed her life'), cerebrovascular accident ('stroke x2'), myocardial infarction ('heart attack'), addison's disease ('addison's / adrenal fatigue (addison's)'), ovarian cyst ruptured ('ruptured ovarian cyst'), tricuspid valve disease ('tricuspid'), lyme disease ('lyme disease and conifections'), suicidal ideation ('suicidal ideations'), intracranial pressure increased ('increased intracranial pressure') and neuropathy peripheral ('neuropathy') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity in december 2014, lyme disease (a) from may 2013 to march 2016, loop electrosurgical excision procedure in 2010, breast operation in 2010, dental operation in 2007, cholecystectomy in 2007, autoimmune disorder nos, postpartum state, foreign body in uterus, any part, ovarian cyst, kidney stones, chills, blurred vision, neck stiffness, lightheadedness, vertigo, hearing loss, ear pain, breast lump, breast pain female, palpitations, heartbeats irregular, cough, rectal bleeding, swallowing painful, decreased appetite, change of bowel habit, belching, incontinence, flank pain, urine odour abnormal, libido decreased, night sweats, insomnia, temperature intolerance, syncope, excess sweating, seizures, anal pain, gravida, suprapubic pain, lower abdominal pain, perineal pain and painful defaecation. Previously administered products included for an unreported indication: paroxetine from january 2014 to april 2017, nystatin from 2013 to 2014, azithromycin from 2013 to 2014, cefdinir from 2013 to 2014, tinidazole from january 2013 to january 2014, terbinafine in (B)(6) 2014, biltricide from july 2013 to august 2013, rifampin from july 2013 to august 2013, bicillin in 2013, fluconazole in 2013 and clindamycin. Concurrent conditions included congenital cardiac septal defect since 2014, mitral valve prolapse since 2014, tricuspid valve prolapse since 2014, pulmonary hypertension since 2014, body mass index normal, arrhythmia, general body pain, complex regional pain syndrome, bone pain, jaw pain, nightmares, speech disorder, foggy feeling in head, clumsiness, bruising, tremor and menopausal symptoms. Concomitant products included antibiotics from may 2013 to march 2016, antifungals from may 2013 to march 2016, antivirals from may 2013 to march 2016, bifidobacterium breve;bifidobacterium infantis;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;lactobacillus plantarum;streptococcus thermophilus (vsl#3) from 2014 to 2015, methylprednisolone (mepron) from 2013 to 2015, probiotics nos from may 2013 to march 2016, propranolol since 2014, sertraline hydrochloride (zoloft) from october 2015 to july 2016, sertraline from november 2014 to august 2015 and sulfamethoxazole;trimethoprim (smz-tmp) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("I had horrible (labor-like) cramping within an hr of implantation"). In february 2015, the patient experienced addison's disease (seriousness criterion medically significant) with fatigue, skin discolouration and adrenocortical insufficiency acute and hyperoestrogenism ("estrogen dominance") and was found to have progesterone decreased ("low dhea/progesterone") and dehydroepiandrosterone decreased ("low dhea"). In (B)(6) 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("depression"), anxiety ("increased anxiety") and underweight ("underweight bmi") and was found to have weight decreased ("weight loss, I had lost enough weight that my milk supply completely dried u. Weight loss continued beyond that totaling between 30-40 pounds. Underweight bmi."). In 2015, the patient experienced cerebrovascular accident (seriousness criterion life threatening), intracranial pressure increased (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)\ (menorrhagia)heavy menstrual bleeding"), hypomenorrhoea ("shorter and shorter periods untill cessation of mensturation"), urinary tract infection ("several few utis") with stress urinary incontinence and urge incontinence, migraine ("migraines / headaches"), raynaud's phenomenon ("increased raynaud¿s"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("deteriorated eye sight / decline in eye sight"), vitreous floaters ("increased floaters eyes"), bacterial vaginosis ("recurrent bv / bacterial infection"), nausea ("nausea / nausea exited previously, but become overwhelming worse with essure"), vomiting ("vomiting"), chest pain ("chest pain"), headache ("head pain / headache did exist previously"), back pain ("low back pain"), arthralgia ("major joint pain (shoulders, elbow, wrist, hip,neck and knees)"), abdominal pain ("abdominal pain"), pain in extremity ("foot pain"), visual field defect ("loss of fields of vision"), neck pain ("neck pain") and musculoskeletal pain ("shoulder pain"). In 2016, the patient experienced allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions type: histamine, hives"), allergy to chemicals ("rashes or skin conditions type: oxalate"), adenomyosis ("adenomyosis"), vulvovaginal candidiasis ("vaginal discharge related to bv and candida") with vaginal discharge and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and haematosalpinx (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion life threatening), myocardial infarction (seriousness criterion life threatening), ovarian cyst ruptured (seriousness criterion medically significant), tricuspid valve disease (seriousness criterion medically significant), lyme disease (seriousness criterion medically significant), post procedural haemorrhage ("postop bleeding"), loss of energy ("lost a lot of energy"), fallopian tube cyst ("cysts / huge cyst on my fallopian tube"), bladder discomfort ("bladder pressure"), bladder pain ("bladder pain"), micturition urgency ("bladder urgency"), vitamin d deficiency ("vit d deficiency"), post-traumatic stress disorder ("ptsd"), postural orthostatic tachycardia syndrome ("adrenal fatigue pots"), diarrhoea ("diarrhea"), abdominal distension ("abdomen bloating"), mitral valve disease ("mitral"), pyrexia ("fever"), weakness generalised ("body ache and weakness"), cough ("coughing"), pulmonary hypertension ("pulmonary hypertension"), autoimmune disorder ("essure triggers autoimmune disease"), feeling abnormal ("brain fog"), cardiac septal defect ("her end stage autoimmune disease struggling with a hole in her heart"), breast mass ("breast lumps"), dementia alzheimer's type ("alzheimer disease"), nephrolithiasis ("kidney stone"), hepatomegaly ("enlarged liver"), hiatus hernia ("hiatal hernia"), splenomegaly ("spleen enlargement"), eczema ("eczema"), pruritus ("itchy skin"), pain ("body ache and weakness") and breast pain ("painful breast") and was found to have weight increased ("weight gain"). The patient was treated with diet change and surgery (undergo laproscopically assisted vaginal hysterectomy). Essure was removed on 8-aug-2016. At the time of the report, the pelvic pain, post procedural haemorrhage, bladder discomfort, micturition urgency, dysmenorrhoea, dyspareunia and abdominal pain had resolved, the fallopian tube perforation, haematosalpinx, internal haemorrhage, cerebrovascular accident, myocardial infarction, addison's disease, ovarian cyst ruptured, tricuspid valve disease, lyme disease, intracranial pressure increased, neuropathy peripheral, loss of energy, allergy to metals, fallopian tube cyst, bladder pain, vaginal haemorrhage, menorrhagia, hypomenorrhoea, vitamin d deficiency, progesterone decreased, dehydroepiandrosterone decreased, urinary tract infection, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, urticaria, allergy to chemicals, migraine, adenomyosis, raynaud's phenomenon, amnesia, vulvovaginal candidiasis, visual impairment, vitreous floaters, weight decreased, bacterial vaginosis, underweight, nausea, vomiting, diarrhoea, chest pain, headache, back pain, arthralgia, pain in extremity, hyperoestrogenism, visual field defect, neck pain, procedural pain, mitral valve disease, weight increased, pyrexia, weakness generalised, cough, pulmonary hypertension, autoimmune disorder, feeling abnormal, cardiac septal defect, breast mass, dementia alzheimer's type, nephrolithiasis, hepatomegaly, hiatus hernia, splenomegaly, eczema, pruritus, pain and breast pain outcome was unknown and the suicidal ideation, depression, anxiety, alopecia and abdominal distension was resolving. The reporter provided no causality assessment for bladder discomfort, bladder pain, micturition urgency and post procedural haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, addison's disease, adenomyosis, allergy to chemicals, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, breast mass, breast pain, cardiac septal defect, cerebrovascular accident, chest pain, cough, dehydroepiandrosterone decreased, dementia alzheimer's type, depression, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fallopian tube cyst, fallopian tube perforation, feeling abnormal, haematosalpinx, headache, hepatomegaly, hiatus hernia, hyperoestrogenism, hypomenorrhoea, internal haemorrhage, intracranial pressure increased, loss of energy, lyme disease, menorrhagia, migraine, mitral valve disease, musculoskeletal pain, myocardial infarction, nausea, neck pain, nephrolithiasis, neuropathy peripheral, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, procedural pain, progesterone decreased, pruritus, pulmonary hypertension, pyrexia, raynaud's phenomenon, splenomegaly, suicidal ideation, tricuspid valve disease, underweight, urinary tract infection, urticaria, vaginal haemorrhage, visual field defect, visual impairment, vitamin d deficiency, vitreous floaters, vomiting, vulvovaginal candidiasis, weight decreased, weight increased and weakness generalised to be related to essure. The reporter commented: she reported experiencing a ton of fatigue and a ruptured ovarian cyst which she attributed to the device. On (B)(6) on social media post that as long as she peed regularly the pressure put on her cuff eased and that was causing the increased pressure. It even helped with postop bleeding keeping her bladder drained so it did not press on her cuff. On (B)(6) on social media post that anytime that her bladder would push on her vaginal cuff it caused some pain and urgency. Discrepancy noted in insertion date: (B)(6) 2016 from the source document. Current weight 103 lbs. Reason: took maternity leave to present. Diagnosed with end-stage autoimmune disease by (B)(6) 2013. Discrepancy: the essure device appeared to be in place. No perforation, migration (mr) and perforation of fallopian tube (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Ultrasound scan - on (B)(6) 2016: eml of 9mm. Right and left ovaries appear normal. Concerning the injuries reported in this case, the following ones were reported via social media: heart attack, mitral valve disease, tricuspid valve disease, lyme disease. Concerning the injuries reported in this case the following events were confirmed in patient medical records: nausea, fatigue, depression, anxiety, suicidal ideation, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, adenomyosis, raynaud's phenomenon, amnesia, weight decreased, vomiting, diarrhea, migraine, pain in extremity, back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pelvic pain'), fallopian tube perforation ('perforation (fallopian tube(s))'), haematosalpinx ('fallopian tube that caused a significant degree of internal hemorrage'), internal haemorrhage ('extreme internal hemorrhaging that almost claimed her life'), cerebrovascular accident ('stroke x2'), myocardial infarction ('heart attack'), addison's disease ('addison's / adrenal fatigue (addison's)'), ovarian cyst ruptured ('ruptured ovarian cyst'), tricuspid valve disease ('tricuspid'), lyme disease ('lyme disease and conifections'), suicidal ideation ('suicidal ideations'), intracranial pressure increased ('increased intracranial pressure') and neuropathy peripheral ('neuropathy') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity in (B)(6) 2014, lyme disease (a) from (B)(6) 2013 to (B)(6) 2016, loop electrosurgical excision procedure in 2010, breast operation in 2010, dental operation in 2007, cholecystectomy in 2007, autoimmune disorder nos, postpartum state, foreign body in uterus, any part, ovarian cyst, kidney stones, chills, blurred vision, neck stiffness, lightheadedness, vertigo, hearing loss, ear pain, breast lump, breast pain female, palpitations, heartbeats irregular, cough, rectal bleeding, swallowing painful, decreased appetite, change of bowel habit, belching, incontinence, flank pain, urine odour abnormal, libido decreased, night sweats, insomnia, temperature intolerance, syncope, excess sweating, seizures, anal pain, gravida, suprapubic pain, lower abdominal pain, perineal pain and painful defaecation. Previously administered products included for an unreported indication: paroxetine from (B)(6) 2014 to (B)(6) 2017, nystatin from 2013 to 2014, azithromycin from 2013 to 2014, cefdinir from 2013 to 2014, tinidazole from (B)(6) 2013 to (B)(6) 2014, terbinafine in (B)(6) 2014, biltricide from j(B)(6) 2013, rifampin from (B)(6) 2013, bicillin in 2013, fluconazole in 2013 and clindamycin. Concurrent conditions included congenital cardiac septal defect since 2014, mitral valve prolapse since 2014, tricuspid valve prolapse since 2014, pulmonary hypertension since 2014, body mass index normal, arrhythmia, general body pain, complex regional pain syndrome, bone pain, jaw pain, nightmares, speech disorder, foggy feeling in head, clumsiness, bruising, tremor and menopausal symptoms. Concomitant products included antibiotics from (B)(6) 2013 to (B)(6) 2016, antifungals from (B)(6) 2013 to (B)(6) 2016, antivirals from (B)(6) 2013 to (B)(6) 2016, bifidobacterium breve;bifidobacterium infantis;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;lactobacillus plantarum;streptococcus thermophilus (vsl#3) from 2014 to 2015, methylprednisolone (mepron) from 2013 to 2015, probiotics nos from (B)(6) 2013 to (B)(6) 2016, propranolol since 2014, sertraline hydrochloride (zoloft) from (B)(6) 2015 to (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2015 and sulfamethoxazole;trimethoprim (smz-tmp) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("I had horrible (labor-like) cramping within an hr of implantation"). In (B)(6) 2015, the patient experienced addison's disease (seriousness criterion medically significant) with fatigue, skin discolouration and adrenocortical insufficiency acute and hyperoestrogenism ("estrogen dominance") and was found to have progesterone decreased ("low dhea/progesterone") and dehydroepiandrosterone decreased ("low dhea"). In (B)(6) 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("depression"), anxiety ("increased anxiety") and underweight ("underweight bmi") and was found to have weight decreased ("weight loss, I had lost enough weight that my milk supply completely dried u. Weight loss continued beyond that totaling between 30-40 pounds. Underweight bmi."). In 2015, the patient experienced cerebrovascular accident (seriousness criterion life threatening), intracranial pressure increased (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)\ (menorrhagia)heavy menstrual bleeding"), hypomenorrhoea ("shorter and shorter periods untill cessation of mensturation"), urinary tract infection ("several few utis") with stress urinary incontinence and urge incontinence, migraine ("migraines / headaches"), raynaud's phenomenon ("increased raynaud¿s"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("deteriorated eye sight / decline in eye sight"), vitreous floaters ("increased floaters eyes"), bacterial vaginosis ("recurrent bv / bacterial infection"), nausea ("nausea / nausea exited previously, but become overwhelming worse with essure"), vomiting ("vomiting"), chest pain ("chest pain"), headache ("head pain / headache did exist previously"), back pain ("low back pain"), arthralgia ("major joint pain (shoulders, elbow, wrist, hip,neck and knees)"), abdominal pain ("abdominal pain"), pain in extremity ("foot pain"), visual field defect ("loss of fields of vision"), neck pain ("neck pain") and musculoskeletal pain ("shoulder pain"). In 2016, the patient experienced allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions type: histamine, hives"), allergy to chemicals ("rashes or skin conditions type: oxalate"), adenomyosis ("adenomyosis"), vulvovaginal candidiasis ("vaginal discharge related to bv and candida") with vaginal discharge and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and haematosalpinx (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion life threatening), myocardial infarction (seriousness criterion life threatening), ovarian cyst ruptured (seriousness criterion medically significant), tricuspid valve disease (seriousness criterion medically significant), lyme disease (seriousness criterion medically significant), post procedural haemorrhage ("postop bleeding"), loss of energy ("lost a lot of energy"), fallopian tube cyst ("cysts / huge cyst on my fallopian tube"), bladder discomfort ("bladder pressure"), bladder pain ("bladder pain"), micturition urgency ("bladder urgency"), vitamin d deficiency ("vit d deficiency"), post-traumatic stress disorder ("ptsd"), postural orthostatic tachycardia syndrome ("adrenal fatigue pots"), diarrhoea ("diarrhea"), abdominal distension ("abdomen bloating"), mitral valve disease ("mitral"), pyrexia ("fever"), weakness generalised ("body ache and weakness"), cough ("coughing"), pulmonary hypertension ("pulmonary hypertension"), autoimmune disorder ("essure triggers autoimmune disease"), feeling abnormal ("brain fog"), cardiac septal defect ("her end stage autoimmune disease struggling with a hole in her heart"), breast mass ("breast lumps"), dementia alzheimer's type ("alzheimer disease"), nephrolithiasis ("kidney stone"), hepatomegaly ("enlarged liver"), hiatus hernia ("hiatal hernia"), splenomegaly ("spleen enlargement"), eczema ("eczema"), pruritus ("itchy skin"), pain ("body ache and weakness") and breast pain ("painful breast") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormone imbalance"). The patient was treated with diet change and surgery (undergo laproscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, post procedural haemorrhage, bladder discomfort, micturition urgency, dysmenorrhoea, dyspareunia and abdominal pain had resolved, the fallopian tube perforation, haematosalpinx, internal haemorrhage, cerebrovascular accident, myocardial infarction, addison's disease, ovarian cyst ruptured, tricuspid valve disease, lyme disease, intracranial pressure increased, neuropathy peripheral, loss of energy, allergy to metals, fallopian tube cyst, bladder pain, vaginal haemorrhage, menorrhagia, hypomenorrhoea, vitamin d deficiency, progesterone decreased, dehydroepiandrosterone decreased, urinary tract infection, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, urticaria, allergy to chemicals, migraine, adenomyosis, raynaud's phenomenon, amnesia, vulvovaginal candidiasis, visual impairment, vitreous floaters, weight decreased, bacterial vaginosis, underweight, nausea, vomiting, diarrhoea, chest pain, headache, back pain, arthralgia, pain in extremity, hyperoestrogenism, visual field defect, neck pain, procedural pain, mitral valve disease, weight increased, pyrexia, weakness generalised, cough, pulmonary hypertension, autoimmune disorder, feeling abnormal, cardiac septal defect, breast mass, dementia alzheimer's type, nephrolithiasis, hepatomegaly, hiatus hernia, splenomegaly, eczema, pruritus, pain, breast pain and hormone level abnormal outcome was unknown and the suicidal ideation, depression, anxiety, alopecia and abdominal distension was resolving. The reporter provided no causality assessment for bladder discomfort, bladder pain, micturition urgency and post procedural haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, addison's disease, adenomyosis, allergy to chemicals, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, breast mass, breast pain, cardiac septal defect, cerebrovascular accident, chest pain, cough, dehydroepiandrosterone decreased, dementia alzheimer's type, depression, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fallopian tube cyst, fallopian tube perforation, feeling abnormal, haematosalpinx, headache, hepatomegaly, hiatus hernia, hormone level abnormal, hyperoestrogenism, hypomenorrhoea, internal haemorrhage, intracranial pressure increased, loss of energy, lyme disease, menorrhagia, migraine, mitral valve disease, musculoskeletal pain, myocardial infarction, nausea, neck pain, nephrolithiasis, neuropathy peripheral, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, procedural pain, progesterone decreased, pruritus, pulmonary hypertension, pyrexia, raynaud's phenomenon, splenomegaly, suicidal ideation, tricuspid valve disease, underweight, urinary tract infection, urticaria, vaginal haemorrhage, visual field defect, visual impairment, vitamin d deficiency, vitreous floaters, vomiting, vulvovaginal candidiasis, weight decreased, weight increased and weakness generalised to be related to essure. The reporter commented: she reported experiencing a ton of fatigue and a ruptured ovarian cyst which she attributed to the device. On (B)(6) on social media post that as long as she peed regularly the pressure put on her cuff eased and that was causing the increased pressure. It even helped with postop bleeding keeping her bladder drained so it did not press on her cuff. On 01-jun on social media post that anytime that her bladder would push on her vaginal cuff it caused some pain and urgency. Discrepancy noted in insertion date: (B)(6) 2016 from the source document. Current weight 103 lbs. Reason: took maternity leave to present. Diagnosed with end-stage autoimmune disease by (B)(6) 2013. Discrepancy: the essure device appeared to be in place. No perforation, migration (mr) and perforation of fallopian tube (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Ultrasound scan - on (B)(6) 2016: eml of 9mm. Right and left ovaries appear normal. Concerning the injuries reported in this case, the following ones were reported via social media: heart attack, mitral valve disease, tricuspid valve disease, lyme disease. Concerning the injuries reported in this case the following events were confirmed in patient medical records: nausea, fatigue, depression, anxiety, suicidal ideation, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, adenomyosis, raynaud's phenomenon, amnesia, weight decreased, vomiting, diarrhea, migraine, pain in extremity, back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event hormone imbalance was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of internal haemorrhage ('extreme internal hemorrhaging that almost claimed her life'), pelvic pain ('pain\ pelvic pain'), device dislocation ('migration'), fallopian tube perforation ('perforation (fallopian tube(s))'), haematosalpinx ('fallopian tube that caused a significant degree of internal hemorrage'), cerebrovascular accident ('stroke x2'), myocardial infarction ('heart attack'), addison's disease ('addison's / adrenal fatigue (addison's)'), ovarian cyst ruptured ('ruptured ovarian cyst'), tricuspid valve disease ('tricuspid'), lyme disease ('lyme disease and conifections'), suicidal ideation ('suicidal ideations'), intracranial pressure increased ('increased intracranial pressure') and neuropathy peripheral ('neuropathy') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity in (B)(6) 2014, lyme disease (a) from (B)(6) 2013 to (B)(6) 2016, loop electrosurgical excision procedure in 2010, breast operation in 2010, dental operation in 2007, cholecystectomy in 2007, autoimmune disorder nos, postpartum state, foreign body in uterus, any part, ovarian cyst, kidney stones, chills, blurred vision, neck stiffness, lightheadedness, vertigo, hearing loss, ear pain, breast lump, breast pain female, palpitations, heartbeats irregular, cough, rectal bleeding, swallowing painful, decreased appetite, change of bowel habit, belching, incontinence, flank pain, urine odour abnormal, libido decreased, night sweats, insomnia, temperature intolerance, syncope, excess sweating, seizures, anal pain, gravida, suprapubic pain, lower abdominal pain, perineal pain and painful defaecation. Previously administered products included for an unreported indication: paroxetine from (B)(6) 2014 to (B)(6) 2017, nystatin from 2013 to 2014, azithromycin from 2013 to 2014, cefdinir from 2013 to 2014, tinidazole from (B)(6) 2013 to (B)(6) 2014, terbinafine in (B)(6) 2014, biltricide from (B)(6) 2013 to (B)(6) 2013, rifampin from (B)(6) 2013 to (B)(6) 2013, bicillin in 2013, fluconazole in 2013 and clindamycin. Concurrent conditions included congenital cardiac septal defect since 2014, mitral valve prolapse since 2014, tricuspid valve prolapse since 2014, pulmonary hypertension since 2014, body mass index normal, arrhythmia, general body pain, complex regional pain syndrome, bone pain, jaw pain, nightmares, speech disorder, foggy feeling in head, clumsiness, bruising, tremor and menopausal symptoms. Concomitant products included antibiotics from (B)(6) 2013 to (B)(6) 2016, antifungals from (B)(6) 2013 to (B)(6) 2016, antivirals from (B)(6) 2013 to (B)(6) 2016, bifidobacterium breve; bifidobacterium infantis;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;lactobacillus plantarum;streptococcus thermophilus (vsl#3) from 2014 to 2015, methylprednisolone (mepron) from 2013 to 2015, probiotics nos from (B)(6) 2013 to (B)(6) 2016, propranolol since 2014, sertraline hydrochloride (zoloft) from (B)(6) 2015 to (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2015 and sulfamethoxazole;trimethoprim (smz-tmp) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("I had horrible (labor-like) cramping within an hr of implantation"). In (B)(6) 2015, the patient experienced addison's disease (seriousness criterion medically significant) with fatigue, skin discolouration and adrenocortical insufficiency acute and hyperoestrogenism ("estrogen dominance") and was found to have progesterone decreased ("low dhea/progesterone") and dehydroepiandrosterone decreased ("low dhea"). In (B)(6) 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("depression"), anxiety ("increased anxiety") and underweight ("underweight bmi") and was found to have weight decreased ("weight loss, I had lost enough weight that my milk supply completely dried u. Weight loss continued beyond that totaling between 30-40 pounds. Underweight bmi."). In 2015, the patient experienced cerebrovascular accident (seriousness criterion life threatening), intracranial pressure increased (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)\ (menorrhagia)heavy menstrual bleeding"), hypomenorrhoea ("shorter and shorter periods untill cessation of mensturation"), urinary tract infection ("several few utis") with stress urinary incontinence and urge incontinence, migraine ("migraines / headaches"), raynaud's phenomenon ("increased raynaud¿s"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("deteriorated eye sight / decline in eye sight"), vitreous floaters ("increased floaters eyes"), bacterial vaginosis ("recurrent bv / bacterial infection"), nausea ("nausea / nausea exited previously, but become overwhelming worse with essure"), vomiting ("vomiting"), chest pain ("chest pain"), headache ("head pain / headache did exist previously"), back pain ("low back pain"), arthralgia ("major joint pain (shoulders, elbow, wrist, hip,neck and knees)"), abdominal pain ("abdominal pain"), pain in extremity ("foot pain"), visual field defect ("loss of fields of vision"), neck pain ("neck pain") and musculoskeletal pain ("shoulder pain"). In 2016, the patient experienced allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions type: histamine, hives"), allergy to chemicals ("rashes or skin conditions type: oxalate"), adenomyosis ("adenomyosis"), vulvovaginal candidiasis ("vaginal discharge related to bv and candida") with vaginal discharge and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and haematosalpinx (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced internal haemorrhage (seriousness criterion life threatening), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), myocardial infarction (seriousness criterion life threatening), ovarian cyst ruptured (seriousness criterion medically significant), tricuspid valve disease (seriousness criterion medically significant), lyme disease (seriousness criterion medically significant), post procedural haemorrhage ("postop bleeding"), loss of energy ("lost a lot of energy"), fallopian tube cyst ("cysts / huge cyst on my fallopian tube"), bladder discomfort ("bladder pressure"), bladder pain ("bladder pain"), micturition urgency ("bladder urgency"), vitamin d deficiency ("vit d deficiency"), post-traumatic stress disorder ("ptsd"), postural orthostatic tachycardia syndrome ("adrenal fatigue pots"), diarrhoea ("diarrhea"), abdominal distension ("abdomen bloating"), mitral valve disease ("mitral"), pyrexia ("fever"), weakness generalised ("body ache and weakness"), cough ("coughing"), pulmonary hypertension ("pulmonary hypertension"), autoimmune disorder ("essure triggers autoimmune disease"), feeling abnormal ("brain fog"), cardiac septal defect ("her end stage autoimmune disease struggling with a hole in her heart"), breast mass ("breast lumps"), dementia alzheimer's type ("alzheimer disease"), nephrolithiasis ("kidney stone"), hepatomegaly ("enlarged liver"), hiatus hernia ("hiatal hernia"), splenomegaly ("spleen enlargement"), eczema ("eczema"), pruritus ("itchy skin"), pain ("body ache and weakness") and breast pain ("painful breast") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormone imbalance"). The patient was treated with diet change and surgery (undergo laproscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the internal haemorrhage, device dislocation, fallopian tube perforation, haematosalpinx, cerebrovascular accident, myocardial infarction, addison's disease, ovarian cyst ruptured, tricuspid valve disease, lyme disease, intracranial pressure increased, neuropathy peripheral, loss of energy, allergy to metals, fallopian tube cyst, bladder pain, vaginal haemorrhage, menorrhagia, hypomenorrhoea, vitamin d deficiency, progesterone decreased, dehydroepiandrosterone decreased, urinary tract infection, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, urticaria, allergy to chemicals, migraine, adenomyosis, raynaud's phenomenon, amnesia, vulvovaginal candidiasis, visual impairment, vitreous floaters, weight decreased, bacterial vaginosis, underweight, nausea, vomiting, diarrhoea, chest pain, headache, back pain, arthralgia, pain in extremity, hyperoestrogenism, visual field defect, neck pain, procedural pain, mitral valve disease, weight increased, pyrexia, weakness generalised, cough, pulmonary hypertension, autoimmune disorder, feeling abnormal, cardiac septal defect, breast mass, dementia alzheimer's type, nephrolithiasis, hepatomegaly, hiatus hernia, splenomegaly, eczema, pruritus, pain, breast pain and hormone level abnormal outcome was unknown, the pelvic pain, post procedural haemorrhage, bladder discomfort, micturition urgency, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the suicidal ideation, depression, anxiety, alopecia and abdominal distension was resolving. The reporter provided no causality assessment for bladder discomfort, bladder pain, micturition urgency and post procedural haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, addison's disease, adenomyosis, allergy to chemicals, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, breast mass, breast pain, cardiac septal defect, cerebrovascular accident, chest pain, cough, dehydroepiandrosterone decreased, dementia alzheimer's type, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fallopian tube cyst, fallopian tube perforation, feeling abnormal, haematosalpinx, headache, hepatomegaly, hiatus hernia, hormone level abnormal, hyperoestrogenism, hypomenorrhoea, internal haemorrhage, intracranial pressure increased, loss of energy, lyme disease, menorrhagia, migraine, mitral valve disease, musculoskeletal pain, myocardial infarction, nausea, neck pain, nephrolithiasis, neuropathy peripheral, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, procedural pain, progesterone decreased, pruritus, pulmonary hypertension, pyrexia, raynaud's phenomenon, splenomegaly, suicidal ideation, tricuspid valve disease, underweight, urinary tract infection, urticaria, vaginal haemorrhage, visual field defect, visual impairment, vitamin d deficiency, vitreous floaters, vomiting, vulvovaginal candidiasis, weight decreased, weight increased and weakness generalised to be related to essure. The reporter commented: she reported experiencing a ton of fatigue and a ruptured ovarian cyst which she attributed to the device. On 27-may on social media post that as long as she peed regularly the pressure put on her cuff eased and that was causing the increased pressure. It even helped with postop bleeding keeping her bladder drained so it did not press on her cuff. On 01-jun on social media post that anytime that her bladder would push on her vaginal cuff it caused some pain and urgency. Discrepancy noted in insertion date: (B)(6) 2016 and (B)(6) 2016 from the source document. Current weight 103 lbs. Reason: took maternity leave to present. Diagnosed with end-stage autoimmune disease by (B)(6) 2013. Discrepancy: the essure device appeared to be in place. No perforation, migration (mr) and perforation of fallopian tube (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Ultrasound scan - on (B)(6) 2016: eml of 9mm. Right and left ovaries appear normal. Concerning the injuries reported in this case, the following ones were reported via social media: heart attack, mitral valve disease, tricuspid valve disease, lyme disease. Concerning the injuries reported in this case the following events were confirmed in patient medical records: nausea, fatigue, depression, anxiety, suicidal ideation, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, adenomyosis, raynaud's phenomenon, amnesia, weight decreased, vomiting, diarrhea, migraine, pain in extremity, back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received- new event device migration was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), internal haemorrhage ("extreme internal hemorrhaging that almost claimed her life"), cerebrovascular accident ("one stroke"), ovarian cyst ruptured ("ruptured ovarian cyst") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, multiparous, parity in (B)(6) 2014, auto-immune disorder nos, nickel sensitivity and postpartum state. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion life threatening), cerebrovascular accident (seriousness criterion life threatening), ovarian cyst ruptured (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("a ton of fatigue"), weight decreased ("lost a lot of weight"), asthenia ("lost a lot of energy"), allergy to metals ("nickel allergy") and cyst ("cysts"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the internal haemorrhage, cerebrovascular accident, ovarian cyst ruptured, genital haemorrhage, fatigue, weight decreased, asthenia, allergy to metals and cyst outcome was unknown. The reporter considered allergy to metals, asthenia, cerebrovascular accident, cyst, fatigue, genital haemorrhage, internal haemorrhage, ovarian cyst ruptured, pelvic pain and weight decreased to be related to essure. The reporter commented: she reported experiencing a ton of fatigue and a ruptured ovarian cyst which she attributed to the device. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-oct-2017: legal claim received. Lawyers were added. Events added: cysts, abnormal bleeding, pain. Essure implanted on (B)(6) 2015. Essure was removed on (B)(6) 2016. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), internal haemorrhage ("extreme internal hemorrhaging that almost claimed her life"), cerebrovascular accident ("one stroke"), ovarian cyst ruptured ("ruptured ovarian cyst"), genital haemorrhage ("abnormal bleeding") and post procedural haemorrhage ("postop bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, multiparous, parity in december 2014, autoimmune disorder nos, nickel sensitivity and postpartum state. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion life threatening), cerebrovascular accident (seriousness criterion life threatening), ovarian cyst ruptured (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), fatigue ("a ton of fatigue"), weight decreased ("lost a lot of weight"), asthenia ("lost a lot of energy"), allergy to metals ("nickel allergy"), cyst ("cysts"), bladder discomfort ("bladder pressure"), bladder pain ("bladder pain") and micturition urgency ("bladder urgency"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, internal haemorrhage, cerebrovascular accident, ovarian cyst ruptured, genital haemorrhage, fatigue, weight decreased, asthenia, allergy to metals and cyst outcome was unknown and the post procedural haemorrhage, bladder discomfort, bladder pain and micturition urgency had resolved. The reporter considered allergy to metals, asthenia, cerebrovascular accident, cyst, fatigue, genital haemorrhage, internal haemorrhage, ovarian cyst ruptured, pelvic pain and weight decreased to be related to essure. The reporter provided no causality assessment for bladder discomfort, bladder pain, micturition urgency and post procedural haemorrhage with essure. The reporter commented: she reported experiencing a ton of fatigue and a ruptured ovarian cyst which she attributed to the device. On (B)(6) on social media post that as long as she peed regularly the pressure put on her cuff eased and that was causing the increased pressure. It even helped with postop bleeding keeping her bladder drained so it did not press on her cuff. On (B)(6) on social media post that anytime that her bladder would push on her vaginal cuff it caused some pain and urgency. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: social media post - new reporter (lawyer) and new events (bladder pressure, postop bleeding bladder pain and bladder urgency). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.